Manufacturer narrative:
Patient information: no specific patient information was provided. Patient identifier: multiple = (B)(6). Field service inspected the architect isr52058 and observed crystallization on the piston of the sample syringe. The syringe assy parts was replaced and determined to be a likely cause for the issue. Review of the service history for the architect isr52058 did not identify any further occurrences of discrepant results since the syringe was replaced. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the discrepant result issue described in the complaint. Trending data and manufacturing documentation for the syringe assy parts did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer. Refer to related manufacturer report number 1415939-2019-00213 for the device evaluation of the architect cyclosporine assay.

Event description:
The customer reported falsely elevated architect cyclosporin results. The following initial and repeat results were provided: sample ID (B)(6): 171.2, 29.1 and 39.4 ng/dl; sample ID (B)(6): 306.7, 77.2 and 79.3 ng/dl. No impact to patient management was reported.